Event description:
The lay user/reporter called lifescan (lfs) in 2008 on behalf of the lay user/patient and alleged that his one touch ultra meter was giving him "apply sample" messages and would not test. The medical affairs specialist (mas) is classifying the complaint based on the information available, as the reporter could not be reached by phone to obtain additional information. According to the patient's mother, the reported issue started on three days earlier. The patient was feeling blurry vision sometime during the issue. On original date at around 11:00 am, the patient had received assistance from emergency services. The patient was tested for his blood sugar at the emergency room and received a reading of 435 mg/dl. He was treated with insulin at the emergency room. It would have been helpful to know if the patient was able to test his blood sugar prior to developing symptoms, his testing frequency and diabetes medication regimen, when exactly did the meter stopped giving results, when exactly did the patient develop symptom of blurry vision, and did he make any changes in his medication regimen or diet during the issue. The customer service agent (csa) verified that the patient was using correct technique to apply the sample and the test strips were drawing the sample into the test area. Replacement products have been sent to the patient. This complaint is being reported as an adverse event, as the reporter claimed of the patient not being able to test his blood glucose due to the reported issue and later, developed blurry vision, a symptom, which can be associated with severe hyperglycemia and was treated with insulin by healthcare professionals.